Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak after her last catheter revision in (B)(6) 2012. The patient developed the csf leak at the catheter entry to the intrathecal space. The patient's catheter was revised the date of this report and a new spinal section was implanted. The patient was in post-op. It was later reported the patient experienced headaches. It was not known how the patient was doing following the reported event. The device system was used to deliver bupivacaine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, , serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received confirmed that the spinal segment of the catheter was revised. The reason for catheter revision was confirmed to be cerebrospinal fluid leak around the catheter. The patient was no longer having symptoms. The patient outcome remains unknown.